Event description:
A patient reported blood glucose results of 179mg/dl with a lifescan meter and 143mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expectged to change the blood glucose. The test strips were in good condition and not expired and the test strips passed with the control solution. Customer service is sending a replacement meter to the patient.